Event description:
During the saphenous vein harvesting procedure, the surgeon could not get the bipolar to work. The case was converted to the conventional open method. No additional pt complications were reported.